Event description:
It was reported that customer¿s insulin pump displayed a non-resettable malfunction alarm identified as malf 16, with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. Customer planned to use a backup insulin pump to maintain insulin delivery, was instructed by technical support to place malfunctioning pump into storage mode and return it using a prepaid label, and understood they would need to re-enter pump settings and reconnect cgm to replacement pump, which was arranged under warranty.